Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issues with calibration and also mentioned that they had button issues. The customer's blood glucose level was unknown at the time of the incident. There was no indication of troubleshooting or the issue being resolved during the call. It was indicated that the customer was called but was unsuccessful. There was no indication of the insulin pump returning for analysis.